Event description:
The customer reported three patient samples were tested using a misloaded troponin I (access accutni) reagent pack involving access 2 immunoassay system. The customer realized the reagent pack was loaded incorrectly when quality control (qc) was not within range. The erroneous results of 0.00 ng/ml were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer loaded a new reagent pack, performed quality control (qc), and retested the affected patient samples. Retest of the patient samples recovered negative results of 0.00 ng/ml. Beckman coulter customer technical support (cts) advised the customer to properly dispose the misloaded reagent pack.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident is due to operator error. This report refers to patient #2. This medwatch report is related to MDR 2122870-2012-01280.